Event description:
It was reported during in clinic follow up that the right ventricular lead showed a decrease in sensing and an increase in capture thresholds. Diagnostic imaging revealed the lead had dislodged due to twiddler's syndrome. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Event description:
Additional information reports that the helix failed to retract upon lead explant.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, decrease in rv sensing and increased capture threshold. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be clogged with blood and the inner coil at the connector region was over-torqued. After cleaning the lead and applying torque directly to the connector pin the helix was able to be retracted and extended meeting device specifications. The reported event is isolated to blood/body fluids in the helix. The reported events of decreased sensing and increase capture threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.